Event description:
It was reported that on (B)(6) 2022, during pre-surgery device interrogation, several high ventricular rate episodes were observed. Interpretation of the episodes showed noise on the ventricular lead. The ventricular sensing was programmed to unipolar. It is not known when or why the ventricular sensing was programmed to unipolar. The lead was connected to the new device and remains implanted. The patient was stable.